Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a rash with md intervention requiring skin products.

Manufacturer narrative:
The initial MDR was submitted on 11/9/2021. The customer received a return merchandise authorization (RMA) on 9/3/2021 however did not return the device until 8/6/2024. A supplemental report is warranted as lab inspection results for the device has been evaluated.